Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient began feeling low. He stated the room was spinning, he was nauseated, and it felt like he had an ¿adrenaline rush¿. The patient tried to do a bg meter reading but was unable to due to his symptoms, therefore, he called ems. Once ems arrived, the patient¿s cgm was reading 163 mg/dl and the bg meter was reading 62 mg/dl. Ems treated the patient with IV glucose and the patient was transported to the ER. At the ER, the patient was monitored and treated with IV fluids. He was discharged home later that afternoon. It was also noted that the patient was requested to return to the hospital on (B)(6) 2024 (who requested this was not disclosed). The patient had his blood pressure, kidneys, and blood glucose monitored during this time. The patient was discharged home (B)(6) 2024. There was no report that this second visit to the hospital was related to dexcom device. The patient stated he has been having ¿vomiting episodes¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.